Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during central processing, the arm of the mega needle driver instrument was found broken. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken main tube at the base closest to chassis. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.